Manufacturer narrative:
An event of heart block (complete atrioventricular block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances.

Event description:
It was reported that on 21 october 2024, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. There was no calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot) and the length of the membranous septum was 0mm. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 4mm at left coronary cusp (lcc). On (B)(6) 2024, a complete atrioventricular block occurred. On (B)(6) 2024. A micra (mdt) pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.